Event description:
The complainant stated that the head up function doesn't work.

Manufacturer narrative:
The technician found that the head up function would not work electrically or manually and isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold and the bed functioned properly.